Event description:
Add'l info rec'd 12/12/2005 noted event occurred at end of procedure. Outcome reported as good.

Event description:
Reporter noted distal end of probe broke and bent, exposing cutter during vitrectomy procedure. No harm to patient. Retinal detachment observed post-op, but doesn't feel it is related to probe performance. No intervention reported.